Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced infection at the ipg site (date of event unknown). Further the ipg was explanted. The scs lead was left in-situ. The patient was treated with intravenous antibiotics via PICC line and the wound vac was placed at the ipg site. Reportedly, the patient is doing well.

Manufacturer narrative:
.

Event description:
Additional follow up received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the existing lead (left insitu during ipg explant) was explanted and a new scs system was implanted. Effective stimulation was restored postoperatively.